Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient's prior ins would not charge and so was replaced. The patient stated his hcp delayed replacement for 6 months due to other medical conditions unrelated to the device or therapy. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.